Manufacturer narrative:
Investigation confirmed fault. Faulty component was replaced and device operated as intended.

Event description:
User reported the device lost all vacuum during a case. There was no patient harm. The device regained functionality and used for remainder of case.